Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing a new pain pattern since the original implant and had difficulty charging because the placement of the ipg was not ideal for charging. The patient underwent a revision procedure wherein the lead and ipg were replaced. The ipg was relocated and lead was placed at a higher thoracic level. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the new pain was not device related.

Event description:
A report was received that the patient was experiencing a new pain pattern since the original implant and had difficulty charging because the placement of the ipg was not ideal for charging. The patient underwent a revision procedure wherein the lead and ipg were replaced. The ipg was relocated and lead was placed at a higher thoracic level. No device malfunction was suspected. The patient was doing well postoperatively.